Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in severely tortuous, moderately calcified in-stent restenosis of non-bsc stent unk vessel location. The physician attempted to place a 3.50x32 taxus liberte stent, but was unable to cross the lesion. The stent moved on the stent delivery balloon. The physician was able to remove the device. The procedure was completed with a non-bsc stent. No pt complications were reported. Pt status reported as "fine".